Event description:
The lay user / patient contacted lfs on (B)(6) 2011 alleging an error 4 message on their one touch ultralink meter. A medical surveillance specialist (mss) was unsuccessful in getting a hold of the patient and sent a letter to obtain further clinical information. The patient mentioned that the alleged issue began on (B)(6) 2011 at around 1:00pm. Due to the alleged issue, the patient did not take any action. Approximately 5 hours later, she had developed symptoms of "fruity breath" and did not seek any medical attention or contact their physician for assistance. The test strips was not expired and was in good condition. This is not the first time the product was being used. Customer care advocate (cca) walked the patient through testing and the alleged issue was resolved over the phone. No further clinical information was provided. It would have been helpful to know the patient's diabetes , reading prior to the event, how long symptoms lasted and to verify whether the patient self-treated due to the symptoms. The product was replaced. The complaint is being reported since the patient mentioned that due to the error 4 message, she was unable to test and later developed symptoms suggestive of a serious injury.

Manufacturer narrative:
The 510 (k) # is k073231. Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.